Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized due to high blood glucose levels, with a reading of 201 mg/dl. The customer stated that she was unable to bring her blood glucose levels down with the insulin pump. The customer was also experiencing extreme thirst. Troubleshooting was performed, and the insulin pump was programmed with the correct time and date. The customer was unsure if the basal rates were correct. Advised the customer to check with her hcp. The insulin pump passed the prime and high pressure tests. Nothing further was reported.